Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included parity 1 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011), multigravida, parity 4 and right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 7 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("became pregnant complications") and experienced migraine ("migraines\ headaches"). In (B)(6) 2018, the patient experienced the first episode of menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and device expulsion ("migration of essure device (coil in uterus)"). The patient was treated with surgery (removed a coil from my ovary). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, back pain, the last episode of menorrhagia, fatigue, migraine and device expulsion outcome was unknown and the genital haemorrhage, dyspareunia, pelvic pain and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient received treatment for pain, bleeding, discrepancy noted for essure insertion date- (B)(6) 2012. Coil migrated to uterus and caused bleeding in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2013: failure of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pregnancy with contraceptive device ('became pregnant complications') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no" and device ineffective "device ineffective". The patient's medical history included live birth ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011), multigravida, parity 3 and right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"), 7 months 5 days after insertion of essure. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and migraine ("migraines\ headaches"). The patient was treated with surgery (removed a coil from my ovary). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for pain, bleeding, discrepancy noted for essure insertion date- (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: newly added events- abnormal bleeding (general), device dislocation, migraine, device monitoring procedure not performed, onset date of previously reported events- dyspareunia, pregnancy with contraceptive device was added, severity of previously reported events- abdominal pain was added, essure removal date was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included parity 1 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011), multigravida, parity 4 and right lower quadrant pain. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 7 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)2013, the patient was found to have a pregnancy with contraceptive device ("became pregnant complications") and experienced migraine ("migraines\ headaches"). In (B)(6) 2018, the patient experienced the first episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), the second episode of heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), fatigue ("fatigue") and device expulsion ("migration of essure device (coil in uterus)"). The patient was treated with surgery (removed a coil from my ovary). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, back pain, fatigue, migraine and device expulsion outcome was unknown and the genital haemorrhage, dyspareunia, pelvic pain, the last episode of heavy menstrual bleeding and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: patient received treatment for pain, bleeding, discrepancy noted for essure insertion date (B)(6) 2012. Coil migrated to uterus and caused bleeding in (B)(6) 2018. Discrepancy noted for essure removal date (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2013: failure of essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included parity 1 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011), multigravida, parity 4 and right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 7 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("became pregnant complications") and experienced migraine ("migraines\ headaches"). In (B)(6) 2018, the patient experienced the first episode of menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and device expulsion ("migration of essure device (coil in uterus)"). The patient was treated with surgery (removed a coil from my ovary). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, back pain, the last episode of menorrhagia, fatigue, migraine and device expulsion outcome was unknown and the genital haemorrhage, dyspareunia, pelvic pain and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient received treatment for pain, bleeding, discrepancy noted for essure insertion date- (B)(6) 2012. Coil migrated to uterus and caused bleeding in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2013: failure of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pif received: event outcome of genital hemorrhage updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('became pregnant complications'), genital haemorrhage ('abnormal bleeding (general)') and multiple episodes of device dislocation ('migration of essure device (coil in uterus)', 'migration of essure device') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included parity 1 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011), multigravida, parity 4 and right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 7 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced migraine ("migraines\ headaches"). In (B)(6) 2018, the patient experienced the first episode of menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2019, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic removal. Coil migrated to uterus and removed a coil from my ovary). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, the last episode of menorrhagia, fatigue and migraine outcome was unknown and the dyspareunia, pelvic pain and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of device dislocation, the first episode of menorrhagia, the second episode of device dislocation and the second episode of menorrhagia to be related to essure. The reporter commented: patient received treatment for pain, bleeding, discrepancy noted for essure insertion date- (B)(6) 2012. Coil migrated to uterus and caused bleeding in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2013: failure of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received: new events: migration of essure device (coil in uterus), abnormal vaginal bleeding, menorrhagia. Outcome of events: dyspareunia (painful sexual intercourse), pelvic pain, and abnormal bleeding. Start date of event abdominal pain updated to (B)(6) 2012 and migraines\ headaches and pregnancy updated to (B)(6) 2013. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.